Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient's mother stated the receiver turns on and off for an unknown reason. No medical intervention was reported. Additional event or patient information is not available.